Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, after anastomosis, when checking donuts, a metal piece came out from inside the device. Nothing fell into patient's cavity. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination noted nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. The anvil plunger was found to be broken off. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Based on evaluation, root cause is not confirmed or not attributable to material or manufacturing process. The condition was replicated leading to likelihood of the event that the plunger could break after firing when handling the instrument to open and close when anvil is already tilted. This action for closure applies excessive force to the anvil mechanism; specifically, the plunger, which is pushed back leading to breakage. This is considered an improper handling of the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.